Manufacturer narrative:
(B)(4). The analysis results found that the el5ml instrument was received in good visual condition. In addition, a bag with two malformed clips was returned along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). In addition, the orange indicator wheel was found to be under-traveled; please note that this condition is unrelated with the reported incident. No conclusion could be reached as to what may have caused the reported event of clip malformation and the failure of the orange wheel indicator. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws from the tenth firing. Also some of the deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.